Event description:
The customer reported that the device exhibited an optical signal issue. No report of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The root cause of the optical signal issue cannot be determined do to insufficient clinical information and no data logs or product returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.